Manufacturer narrative:
(B)(4). Eval: damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ecr60g cartridge reload was received for analysis. In addition, the cartridge pan was noted to be dislodged at proximal end. The reload was received with the left side fully fired, right side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the reload jammed and did not fully staple. It was reported the cut line was complete and the staple line was incomplete. Some staples that were delivered were reported to be malformed. This occurred on the 2nd firing with a pse60a device. The device was reloaded with another green cartridge to complete the procedure. There was no patient consequence. A green reload was used with the first firing and the bmi of the patient was unknown.